Event description:
On (B)(6) 2025, a carbomedics top hat valve, s5-021 was successfully implanted. Once all sutures were in place, they started rotating the leaflets with a rubber shodded hemostat and a debakey. It was at this time that the leaflet broke. They had to remove the pieces, flush and suction the area as well as remove the top hat valve and place a second one. This added at least an hour to the case. The second top hat was placed successfully. As reported patient is doing well and was coming out of the ICU and to the floor with stable hemodynamic and extubated.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release.